Event description:
It was reported that during a predischarge check a day after implanting procedure, a capture anomaly and high capture threshold and low pacing impedance was observed on the rv lead. Lead dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient was stable.